Event description:
The facility's biomedical engineer reported an infusion pump with a non-delivery found during patient use. The medication was demerol, pt stated the pump indicated that it was infusing but after a period of time the bag still looked full. The tubing was found to be kinked upstream, there was no alarm. There was no patient injury reported, the patient just had discomfort as a result.